Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a calibration error and had low blood glucose. The insulin pump is trying to suspend, sensor glucose 41mg/dl and its 128mg/dl. The customer has had multiple sensor issues. The customer's current blood glucose was 128mg/dl and sensor glucose was 41mg/dl. Advised customer to confirm blood glucose level with finger stick, value 126mg/dl, isig 8 and blood glucose 126mg/dl. Customer received a weak signal. Advised customer to remove and change out the sensor. Customer stated they did receive a threshold suspend. Advised customer that the sensor will be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and sensor failed the test. Found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.